Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.

Event description:
It was reported that this pacemaker, implanted approximately two (2) years ago, was displaying a remaining longevity of four and a half (4.5) years. This raised questions regarding whether the longevity estimate was appropriate for the device's age. Technical services (ts) was consulted and confirmed that the device was depleting normally, with no significant change in power consumption. The patient had a history of atrial fibrillation (af), which was believed to be influencing the longevity estimate. There was no confirmed allegation of premature battery depletion (pbd), and no adverse patient effects were reported. The device remains in service. Product investigation confirmed the device was part of the trend tr13003; sensing of chronic high atrial rates recude longevity.